Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump delivered boluses without user intervention resulting in a low blood glucose of 29 mg/dl. The patient stated that the pump initially had tactile changes to the keypad and the up, down, and ok buttons required multiple presses to respond and would occasionally stick and cause rapid scrolling. The patient stated that the pump keypad issue got much worse and was now causing the pump to deliver boluses without intervention. The patient stated that the pump delivered an unprogrammed bolus at 10:22 am on (B)(6) 2012 in the amount of 2.0 units and then at 2:30 pm the pump delivered a bolus in the amount of 4.0 units resulting in the low blood glucose levels. The patient stated that a family member assisted in treating the low blood glucose. The patient confirmed that there was no known damage to the keypad. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation that the patient experienced hypoglycemia associated with a reported keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.